Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she puts the insulin pump in her bra and the reservoir smells like plastic when she takes it out. Customer stated that there are no droplets of insulin anywhere and it is not an insulin smell but she noticed it starting 2 weeks ago. Customer stated that about 2 weeks ago, she had blood glucose readings of 32 mg/dl and 35 mg/dl. Customer stated that she was low yesterday evening at 32 mg/dl or 33 mg/dl. Customer declined to troubleshoot. Customer stated that she usually just eats when her blood glucose is low. Customer stated that yesterday she had a popsicle and she did not have another blood glucose level of 35 mg/dl. Customer's blood glucose was now 166 mg/dl. Customer was advised to monitor the pump and contact her health care professional regarding the low blood glucose readings.